Event description:
At 1830, rn (registered nurse) heard a yell and come from dining room. As this nurse turned around, resident was falling out of her w/c (wheelchair), hitting her head on the corner of the table, spinning the table around landing on her right side. Resident hit the right parietal area of her head. The right wheel of her w/c had completely fallen off resulting in the fall. Vss (vital signs stable): (temperature) 98.2, (heart rate) 78, (respiratory rate) 20, (blood pressure) 120/82. Head sheet initiated, neuro checks wnl (within normal limits). Resident has a hematoma on her rua (right upper arm) & the beginning of a small hematoma on her right hip region. At 1930, resident said she had to use the bedpan. When staff was attempting to assist, resident became very upset, crying hysterically and extremely agitated. Resident then had seizure-like activity lasting 15-25 seconds x3 (three times). Resident was sent to the hospital after md (medical doctor) notified and family agreed.